Event description:
It is reported that the device was implanted in 2001. Revision surgery occurred in 2007, due to the stern breaking at the interface to the body.

Manufacturer narrative:
Other device used: catalog #00999207545, zmr hip system femoral body revision taper, lot #69129300. Evaulation summary: cause cannot be definitively determined. Evaluation: the porous stem has fractured at the junction with the taper body. Sem analysis shows that the fracture has occurred by fatigue. The package insert contains statements warning that device fractures may occur where excessive patient weight, excessive patient activity, or lack of proximal support of the body are involved. Not all of these factors are known for this case. There is no indication that design or manufacture of the device contributed to the ooutcome described here . Based on the available information, the need for corrective or remedial action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.